Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00942, 0001825034 - 2023 - 00943, 0001825034 - 2023 - 00945. D10: cat# 110031015 lot# 65643538 vivacit-e dm bearing 28x50mm. Cat# 650-1066 lot# 3114959 cer opt type 1 tpr sleve 0mm. Cat# 11-300917 lot# 65763019 arcos 17x190mm spl tpr dist. Cat# 11-301324 lot# 872850 arcos con sz d std 70mm . Cat# 650-1055 lot# 3120162 cer bioloxd option hd 28mm. Cat# 00223200418 lot# 65609887, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65566047, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65609887, cable cerclage cable with crimp 1.8 mm dia. 635 mm length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.